Event description:
It was reported to philips that system's monitor stopped displaying. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the monitor was unable to display. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.